Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after cataract surgery a patient experienced toxic anterior segment syndrome (tass). The patient was treated with massive doses of steroids. The patient¿s condition is currently reported as resolved.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Additional information was received. The operating room (or) nurse noted that after the patient¿s eye was cleaned, the patient touched it. The resident suggested they re-sterilize but the surgeon decided not to. This is very suspect. The surgeon considers this to be a closed file. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4)